Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1581 competitor implantable tachy lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the device reached recommended replacement time so fast. The left ventricular lead was noted to have high output since implant. The device was replaced. No patient complications have been reported as a result of this event.